Manufacturer narrative:
(B)(4). Concomitant medical devices: z nail cmf 10.5 x 95 lag scr, item#: 47-2499-095-10, lot#: 3075458. Z nail cmf nail cap 0mm, item#: 47-2500-002-00, lot#: 3080018. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, item#: 47-2484-035-50, lot#: 64961188. Z nail cmf 5.0x75 ant sup scr, item#: 47-2501-075-50, lot#: 3069185. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, item#: 47-2484-042-50, lot#: 64654227. Report source - foreign: japan. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00377. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported, that three (3) weeks after the initial operation the lag screw was sliding to outer the side. Revision is not planned, the patient's condition will be continued to be monitored. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Medical records were not provided. Based on the available information it is not possible to determine the root cause for this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.